Event description:
It was reported that the spectrum pump alarmed door not fully latched. It was also reported there was no pt injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed the reproduced the reported symptom door not fully latched alarm, caused by a failed upper link switch. The upper auxiliary assembly (including the link switch) was replaced to correct this condition.